Event description:
A medtronic representative reported she had difficulty verifying two suction instruments during an ent surgery. The emitter was positioned about 14-15 inches above the bed during the case. She was receiving interference values of 0.7 and distance to divot values between 3 and 3.5. Navigation was continued with no negative impact to the outcome of the patient.

Manufacturer narrative:
Patient information has been requested but has not been provided. The initial report was received on (B)(4) 2013 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2013, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. A medtronic rep was able to duplicate the reported issue at the site. The field generator (emitter) was returned to medtronic for analysis and the reported event was confirmed. The field generator failed the pegboard test with an error of 3.206mm and was found to be out of calibration due to an electrical issue. The field generator was replaced and there have been no further issues.